Event description:
Coiling treatment of a left mca aneurysm. It was reported the coil could not be detached. While pulling it back outside of the patient, the coil detached on the table. No patient injury reported.

Manufacturer narrative:
The pusher assembly was returned for evaluation and confirmed the implant coil had detached, but the evaluation could not determine the cause of the event.